Manufacturer narrative:
The failure mode was confirmed at mckesson. A review of the device¿s serial number history did not identify similar complaints. The probable cause was determined to be a calibration issue. The hex file was installed and the pump 30psi was recalibrated from value 276-270. Following these actions, the pump successfully passed all required tests. CAPA-15 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report from mckesson stating the device failed 30 psi occlusion test and required a hex file installation. No patient involvement was required.